Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the team consisted of two resident physicians, a circulating nurse and a scrub nurse. The needle was sticking in tissue. The suture became hooked on the hinge of the jaw. The suture was loaded but not used.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.